Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter was reading inaccurately high. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2010 at 12:30pm. At an unspecified date/time, the patient obtained a blood glucose result of "276 mg/dl" with the subject meter. In addition to oral medication (type and dose unspecified), the patient stated she also manages her diabetes with diet and/or exercise. The patient denied taking any action in response to the alleged inaccurate result; however, at an unclear time later the patient claimed she felt lightheaded. It is not known if the patient associated the reported symptom as having high or low blood glucose. Sometime between 12:30-1pm (on (B)(6) 2010) the patient obtained a blood glucose result of "36 mg/dl" with the ems's meter. At about the same time, ems administered treatment by having the patient consume food and/or drink. It is not known, however, if the ems was already with the patient when the alleged issue began and it is also not known if ems transported the patient to the hospital after the alleged issue occurred. At the time of troubleshooting, the csr was unable to verify the correct unit of measurement on the subject meter. In addition, the csr noted that the patient did not have control solution to perform a quality control test. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed she received medical intervention after the alleged issue occurred.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Manufacturer narrative:
The lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.